Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was reported to be discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of an unspecified vessel was attempted using a starclose se device with a 6f sheath after an interventional procedure. Reportedly, during advancing the thumb advancer resistance was felt and the thumb advancer could not be fully advanced. When retracting the thumb advancer, resistance was still felt resulting in the device becoming difficult to remove from the anatomy. A nick and spread was performed and the safety release button was depressed and the starclose se device was removed. Hemostasis was achieved using manual arterial compression. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be in-training in the use of the proglide device. No additional information was provided.

Event description:
Subsequent to the initial medwatch report, the following is corrected information: the reported arteriotomy closure was of a common femoral artery. The physician is reported to be in-training in the use of the starclose se device.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.